Manufacturer narrative:
This MDR is being filed in response to invacare's commitment to FDA (B)(4) to review all adverse event files processed in the last two years and to file mdrs as necessary, based on invacare's newly revised complaint handling procedure and work instruction. MFR spoke with the consumer whom alleges the charger is hot has a burning electrical smell. There is no injury reported. Filing solely on user's statement the charger is hot and has a burning electrical smell. The chair is over 2 years old. The chair's service and maintenance history is unk. Weak or worn batteries can cause continual charging and need replacement, and is covered in the user guide. MFR is working to obtain the charger for eval. The product has not been returned for eval at this time. Malfunction is not confirmed.

Event description:
The charger allegedly got hot and had a burning electrical smell. No injury is alleged.